Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to a disengaged glenosphere. A review of the invoice history confirmed the surgery dates and indicates all components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "disassociations of modular components have been reported." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06438 & 06439).